Event description:
It was reported that profile problem and device dislocation occurred. A 32 x 2.25mm promus premier drug eluting stent was selected for use; however, during advancement, the physician encountered resistance. The unexpanded stent was pulled back into the guide catheter. Upon withdrawal, it was found that the tail end of the stent was shortened and it had dislocated on the balloon. The procedure was completed with a different device. No complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the proximal end struts bunched distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. A 0.014 test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
It was reported that profile problem and device dislocation occurred. A 32 x 2.25mm promus premier drug eluting stent was selected for use; however, during advancement, the physician encountered resistance. The unexpanded stent was pulled back into the guide catheter. Upon withdrawal, it was found that the tail end of the stent was shortened and it had dislocated on the balloon. The procedure was completed with a different device. No complications were reported and the patient status was stable.